Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device displayed fluctuating co2 readings during patient monitoring. The customer requested that the device be returned for bench repair. The device was being used to monitor a patient who had a history of copd and was experiencing shortness of breath. Although the patient was experiencing shortness of breath at the time of the issue, the paramedics confirmed that there was no adverse event to the patient or user as a result of the issue.